Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered difficulty when being removed from the balloon catheter. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it is likely that manipulation of the wire, when resistance was met, contributed to the reported wire break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d9 - device returning status updated from ni to not returning e1 - initial reporter updated from ms. (B)(6) to dr. (B)(6). E3 - occupation: updated from non-healthcare professional to physician h6 - medical device problem code: code 1562 was removed and code 1069 was added.

Event description:
Subsequent to the initially filed MDR report, additional information was received. It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with heavy calcification and 80% stenosis. A 3.0x20mm non-abbott balloon was advanced over the balance middleweight guide wire (gw) without resistance. Upon removal, the front end of the balloon was noted to become trapped in the gw, and the distal end of the gw was observed to be sheared off yet remained intact by a thread. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
User facility medwatch report (mw5157020) received that states: boston scientific emerge balloon 3.00mm x 20mm, gtin (B)(4), ref h7493918920300, lot 33674260 was inserted over a bmw wire and inflated without incident. When the balloon was removed from the catheter, it was observed to be frayed. The "front end of the balloon got trapped in the wire and distal wire was sheared off". The balloon and wire was removed from the field and labeled with a pt sticker and product sticker and delivered to the cath lab manager. Pt displayed no negative side effects. Ref report: mw5157019.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided attachment medwatch report mw5157020.